Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support with no further issue reported. The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator submitted log files to the MFR for analysis and the recorded events appeared to be consistent with a short to ground in the patient's percutaneous lead (driveline). The data captured in the event log mainly consisted of events showing the patient connected to a patient cable. The hospital subsequently exchanged the patient's pump due to a suspected compromise in the driveline.